Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: according to the complainant, calcium gluconate was programmed as a secondary infusion on the pump at a rate of 2 grams (g) per 100 milliliters (ml) over one (1) hour. Before running the medication, the nurse had a second nurse verify that the settings were correct. The infusion was then started. However, while checking on the patient, the nurse found that the infusion completed in approximately 20 minutes. The patient was placed on cardiac monitor for close observation.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.